Manufacturer narrative:
The medical center discarded all impella product months prior. The jpvad registry furnished no further details that lead to root cause of the presumed hemolysis. There can be no benchtop testing of the impella pump. The manufacturer will close the analysis without root cause. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support ongoing in 8/2022 when there were signs/symptoms of hemolysis that prompted the team to troubleshoot and intervene. This was noted in the jpvad registry, in 11/2022, that haptoglobin was infused.